Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/27/2017 with the following findings: the power complaint could not be duplicated or confirmed with investigation. Review of the black box revealed rebooting events. A battery compartment crack was observed. The returned battery cap was undamaged, its contacts were within specification, and was able to secure to the pump. Leak testing revealed a battery compartment leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the pump¿s printed circuit board. Unrelated, to the complaint a pump case crack was observed. Leak testing revealed a pump case leak. Moisture was observed on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.